Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008 the patient underwent the following procedures: 1. Exploration fusion mass, l3 to s1, 2. Removal alphatec instrumentation, 3. Reinstrumentation, l3 to pelvis, 4. Reexploration bilateral nerve roots l3 to s1, 5. Syntaya instrumentation, 6. Spinal cord monitoring to treat the following pre-op diagnosis: pseudoarthrosis, status post previous l3 to s1 posterior spine fusion and decompression. Op-notes: the surgeons reinstrument with syntaya instrumentation from l3, 4, 5 and s1 and bilateral iliac screws were performed. Compression was applied across the interspaces. The construct was very stable. The wound was irrigated with 3l of bacitracin followed by a liter of saline solution. Surgeon proceeded to place rhbmp-2/acs followed by 125ml of allograft chips, as well as autograft harvested from the iliac wing. This was placed bilaterally from l3 through the pelvis. A deep and superficial medium hemovac drain was placed. There were no spinal cord changes noted as well as emg. The wound was then closed in a layered fashion following copious irrigation with multiple) vicryl for the fascia, followed by a running 0 vicryl followed by 2-0 vicryl and staples. No other information was provided.

Manufacturer narrative:
Additional information.